Event description:
Fresenius became aware (via a customer experience survey) this anonymous patient was diagnosed with sepsis. No additional information was provided during intake. Knowledge of the sepsis was obtained from a customer experience survey in which the patient chose to remain anonymous. As such, written or telephonic follow-up was not possible.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty cycler, fmc cassette, and the serious adverse event of sepsis. The etiology of the sepsis is unknown; therefore, causality cannot firmly be established. Given the anonymous reporting of the serious adverse events, an inability to obtain additional information precluded a more comprehensive investigation. The risk for sepsis is significantly increased in patients with esrd, largely due to the patient¿s compromised immune system and other associated comorbid conditions. Based on the information available, the liberty cycler and fmc cassette cannot be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. However, given the lack of information (e.g., definitive causality, treatment data, medical records), the liberty cycler and fmc cassette cannot be excluded from having a possible causal or contributory role in the serious adverse events.